Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report a hospital visit due to low blood glucose. The blood glucose reading at the time of the event was 55 to 70 mg/dl. Customer had convulsions. Paramedics were called and treated with two packs of gel and a drink. Caller stated that customer was having problems with low blood glucose for awhile. Caller stated that customer was involved in a vehicular accident; in which he was the driver. Nothing further reported.